Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the first device would not work at all; it kept getting an error device code. The second device was not working properly, it would not cut or seal, there was bleeding. The amount of blood loss is unknown and no transfusion was necessary. A bipolar was used to control the bleeding. A third device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.